Event description:
Mother of baby found pacifier in baby's crib in two pieces. The "button" handle had separated from the main body of the pacifier. This pacifier was obtained at hospital and was less than 2 months old. The "button" when separated from the pacifier, presents a choking hazard. As a safety precaution, all "binky-griptight" pacifiers are being removed from stock at butterworth hospital.